Manufacturer narrative:
Device has been returned for analysis and the product investigation completed. Analysis of the returned product is not able to provide relevant information for the dehiscence allegation; however, dehiscence is a known medical risk associated with the implantation of a device under the skin. As a result, evaluation conclusion code "known inherent risk of device" was added.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific technical services (ts) received a call from the patient. The patient provided two days after icm device implant they were feeling pain and a burning sensation. The patient reported the tip of the icm device was coming through the incision site. The patient went to the emergency department (ed). The ed consulted the following physician. The following physician advised the icm device should be explanted. The device was subsequently explanted and the patient was prescribed antibiotics. The icm device has been returned for analysis. Another icm device has subsequently been implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device was explanted. Boston scientific technical services (ts) received a call from the patient. The patient provided two days after icm device implant they were feeling pain and a burning sensation. The patient reported the tip of the icm device was coming through the incision site. The patient went to the emergency department (ed). The ed consulted the following physician. The following physician advised the icm device should be explanted. The device was subsequently explanted and the patient was prescribed antibiotics. Ts provided the patient an icm device return kit and patient confirmed they would send the device back. No additional adverse patient effects were reported.